Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the fenestrated bipolar forceps (fbf) instrument exhibited resistance and unexpected movement. No concerning behavior was reported in the relevant logs. The involved instrument was installed on the universal surgical manipulator (usm)1. The surgeon informed that the other instrument, a cadiere forceps, worked well on usm4. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the surgeon to swap the fbf and the cadiere forceps. The cadiere forceps worked well on usm1, but the fbf faced the same behavior on usm4. The tse then asked the surgeon to replace the fbf with the same instrument kind. The new instrument worked as expected, the surgery was then resumed and completed as planned with no patient injury and a slight delay of less than 15 minutes. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
From available information, there is no return material authorization (RMA) associated with this complaint. Also, there is no evidence that an isi device caused or contributed to an adverse event. Furthermore, despite the follow-up good faith efforts from intuitive surgical, inc. (Isi), no response received from the customer with patient/event information or any indication that the involved instrument would be returned for evaluation. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. The probable root cause of the unexpected motion cannot be determined based on the information provided. Since the instrument was not returned and the log review did not show any related errors, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: I was alleged that the fenestrated bipolar forceps (fbf) instrument exhibited resistance and unexpected movement when installed on an universal surgical manipulator (usm). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint that the fbf did not respond to commands. Failure analysis found the primary failure of functional test failed non-intuitive motion to be related to the customer reported complaint. The fbf instrument was found to have an intuitive motion failure. This instrument¿s grip tips were not moving intuitively and were not following the master tool manipulator (mtm) input commands smoothly. The instrument grip tips open and closed properly, but the fbf instrument did not move intuitively at the pitch orientation. The fbf instrument exhibited imprecise motion. Additionally, the instrument was found to have a loose pitch cable at the distal end. As a result of loose pitch cable, an imprecise motion was observed during functional test. The instrument was found to have a cracked clamping pulley. The housing was removed for inspection and the pitch input disk clamping pulley was cracked. As a result of a cracked clamping pulley, the pitch cable became loose. The instrument was found to have an excessive amount of dried residue around the clamping pulley. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the unexpected motion is attributed to a loose pitch cable. The probable root cause of a loose cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The probable root cause of a broken/cracked clamping pulley is attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking.